Event description:
A malfunction alarm, identified as "malf 0," was reported by the customer. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, who provided instructions on resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reappears.